Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hole in the line of a homechoice cassette occurred which resulted in peritonitis coincident with peritoneal dialysis therapy. The patient did not require hospitalization. The patient was treated with vancomycin (intraperitoneally, dose, frequency, and duration not reported), ancef (intraperitoneally, dose, frequency, and duration not reported) and unknown antibiotics (oral, dose, frequency, and duration not reported) for peritonitis. At the time of this report, the patient was recovered from the event. Dianeal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.